Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cuff of the device could not inflate. The device was replaced with a new one of the same kind without harm.